Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile device, patient engaging in strenuous activities, implanting an expired device, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. The implanting clinician stated that the cause of the migration is related to the anchor sutures were not deep enough and likely in adipose tissue allowing the migration to take place. The stimulator is used for the treatment of pain. The cause of the migration is improper surgical technique and clinician user error due to anchoring at inadequate depth.

Event description:
The patient reported having discomfort in the right knee cap area. The patient underwent a revision on (B)(6) 2021 due to migration and no further issues have been reported.